Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was unable to recharge their stimulator and the representative noted that it was possibly overdischarge. The representative was seeing the patient on (B)(6) 2018. Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding an implantable neurostimulator (ins). It was reported that the patient was in overdischarge due to the patient's non-compliance. The rep attempted to read the 8840. The rep started a pmr. Additional information received from a manufacturer's representative. It was reported that the patient's ins was overdischarged. A prm was performed and the patient was sent home to charge. The patient wasn't able to remember when the difficulty charging occurred. Additional information was received from a healthcare provider (hcp) reporting that there were multiple calls regarding this patient being overdischarged and not being able to recover the ins. It was noted that not being able to recover the stimulator update was mentioned by the manufacturer representative (rep) while on the call. It was reported that a device explant would be done if they were unable to recover the ins. New managing physicians were reported. The next day a different hcp called requesting information to confirm the patient¿s MRI eligibility as the patient¿s device was not working anymore and they needed a scan of their spine. The patient¿s eligibility for an MRI was reviewed as their device was dead. Again previously reported information of the ins not working or holding a charge anymore was reviewed and technical service confirmed patient¿s overdischarge status. Additional information received from the representative. It was reported that they didn't know if it was their second overdischarge. The patient told them that they were seeing the "recharge" screen and were charging but later told them they were unable to charge at all. The patient was elderly and not the best historian. They didn't want the stimulator but needed an MRI so that's why they were trying to get it charged. Additional information was received from the health care professional (hcp). It was reported after other inquires it was assessed that it was safe to perform the MRI without requiring ins explant. The rep attempted several times to charge the device and unsuccessful. Device is still implanted and nonfunctioning. No patient symptoms or complications were reported in this event. It was reported on (B)(6) 2019 by a health care provider (hcp) that the last successful recharge session was about a year ago and the patient had not been using it for about that amount of time. It was noted that the caller had meet with the patient to set up an MRI scan. Additional information received from a healthcare provider (hcp) on (B)(6) 2019. It was reported that no further attempts would be made to bring the ins out of the overdischarged state. The device was not working and the hcp noted that it was not explanted. No further complications reported.